Event description:
It was reported that during the reprocessing of a da vinci pk dissecting forceps instrument, a broken cable was identified. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that both pitch cables were broken at the distal clevis hub. The cable segments that contain the crimp were missing and no longer installed in the clevis. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cables could likely cause or contribute to an adverse event, if the malfunction were to recur.